Event description:
The customer reported that there was a ma on error message. This error may cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.